Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to interact with the pump and read its screen. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who was informed of the need to replace the pump and use the replacement to ensure insulin delivery continuity.